Event description:
It was reported that the customer received failed battery test errors on the insulin pump. Customer's blood glucose was 130 mg/dl. It was found that the battery compartment and spring were corroded. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.